Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products:product ID: neu_unknown, product type: unknown device. (B)(4).a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient says their "string and device fell in the toilet," weren't able to provide any further information, and was referred to their healthcare provider (hcp). The event was stamped as "sales attention needed" and not resolved at the time of the report. Patient was called a day later and reported pain because stimulation was too high the night of (B)(6) 2017. Their symptoms were worse so they were changed programs. The issue was resolved at the time of the report. No further patient complications have been reported as a result of this event.